Event description:
It was reported that while retrieving clot and remove the stent, the physician was unable to track the guide catheter over the delivery catheter to safely remove the solitaire stent. As a result, the solitaire stent detached from the pushwire due to pulling after it became entangled in the carotid stent. Post procedure, the artery stayed patent and the patient subsequently expired due to a major gastrointestinal bleed in the hospital. The cause of death was not related to the solitaire stent.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).